Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 510 mg/dl. Customer administered a manual injection to address high bg. Customer reverted to an alternate form of insulin therapy.